Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered dyspareunia, painful sitting, recurrence of stress urinary incontinence, scar tissue, and mesh erosion. No further info has been provided.